Event description:
Reported noise on the rv channel leading to inappropriate shock delivery. Far-field signal shows qrs complexes that are not reflected as r-waves on the rv channel, and accordingly the device is pacing inappropriately due to undersensing. Rv pacing impedance increased from 480 ohms to 1183 ohms. Physician to be consulted for next steps. Lead is currently implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.